Event description:
A customer reported that their precision xtra blood glucose meter would not turn on when the button was pressed or when a test strip was inserted, and as a result, was unable to properly test their blood glucose. He then reported going to the hospital for a dialysis treatment, and losing consciousness while at the hospital. The customer additionally reported "coding" during this period. He was then admitted to the hospital for approx 4 days. It is unk what treatment was rendered during his hospitalization.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.